Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. It was reported that one month post index procedure, the patient presented to the ER with numbness in their legs. It was unknown if this was a procedure related complication as the patient was presenting with the issue 37 days post-op. The physician called medtronic to confirm that the stent graft was MRI compatible as he was going to have the patient undergo an MRI to aid in diagnosis. No additional information was available. The event resolved without intervention. No clinical sequelae were reported. A review of returned films pre-implant could not determine the cause of the numbness. Images during or post-implant were not provided.

Manufacturer narrative:
(B)(4). Evaluation, method: (film evaluation); evaluation, results: (insufficient information; cause is unknown), inherent risk of procedure (paresthesia); evaluation, conclusions: (insufficient information; cause is unknown), known inherent risk of a procedure (paresthesia).